Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional office in (B)(4) where it was inspected by a trained fisher & paykel healthcare service engineer. Our investigation is based on photographs and a service report provided by our (B)(4) office as well as the information provided by the customer. Results: visual inspection of the photographs revealed physical damage to the outer enclosure of the subject neopuff. A leak was detected during the pressure test and the unit performed outside of specification. A lot check revealed no other complaints of similar nature for lot 031203. Conclusion: the customer reported that the neopuff had been dropped. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note the subject neopuf device is also approximately 13 years old. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. A new device was provided to the customer.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) representative that an rd900 neopuff infant resuscitator was dropped after use. A service of the device was requested. During servicing, the pressure was found to be out of specification.